Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient presented with instability of the lumbar spine at l3-4, l4-5, grade 1 anterolisthesis, degenerative disk disease lumbar spine, multiple levels l3-s1, herniated nucleus pulposus lumbar spine level l5-s1, right, spinal stenosis lumbar spine level l3-4, l4-5, facet hypertrophic changes at multiple levels and chronic right foot drop. The patient underwent a decompression laminectomy of the lumbar spine, complete at l3-4, and l4-5 with decompression of l5-s1 and laminectomy l5-s1, diskectomy on the right l5-s1, instrumentation at l3-s1 and arthrodesis of the lumbar spine at level l3-s1 bilaterally. During the procedure bmp and allogenic bone graft were mixed together and placed in the gutters of both the left and right sides from the screw and rod placement. Then a burrito was made and placed in the gutter on both the left and right side. This was augmented using the same-site bone graft and cancellous chips. There was noted to be a sufficient amount of bone graft present. The procedure was completed and there were no noted complications. It was reported that on (B)(6) 2010 that the patient presented with cervical stenosis at c4-5 and c5-6 and early cervical myelopathy. The patient underwent a c4-5 and c5-6 anterior cervical discectomy and arthrodesis with anterior instrumentation. Per the operative notes, the patient had a long history of low back pain and had recently been limping around. This caused the patient to have ankle problems. The patient was seeing an ankle surgeon and was being prepared for surgery when the surgeon became concerned about cervical stenosis. The patient underwent an MRI which indicated stenosis and increasing within the cord at c4-c5 and cord compression at c5-c6. This is why the patient is now recommended for this procedure. There were no noted complications. On (B)(6) 2010 patient was seen for a follow-up for pain. Per the dictated notes the patient had a c4-5 and c5-6 anterior cervical discectomy and arthrodesis on (B)(6) 2010. The patient has returned stating that the pain is getting better but still has some pain in the neck as well as bilateral shoulders and pain in the lower back radiating to legs. Reportedly, the patient had pain and radiculopathy secondary to use of bmp.